Event description:
It was reported patient underwent a comprehensive reverse shoulder arthroplasty on an unknown date. Subsequently, the glenosphere central screw fractured approximately six months post op. There has been no reported revision procedure. No further information has been provided to date.

Event description:
It was reported patient underwent a comprehensive reverse shoulder arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2013 due to fracture of the glenosphere central screw.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown, expiration date - unknown, date implanted - unknown, date explanted - unknown, manufacture date - unknown.

Manufacturer narrative:
(B)(4) - dimensional evaluation found component to be within appropriate design specification. Evaluation of the explanted device found fracture should be attributed to the glenosphere bone quality and sufficient fixation was not achieved. This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."